Event description:
Spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of device dislocation ("showing a wire on the right side, but none is showing on the left side/ there was no evidence of essure device in the left tube") in a (B)(6) female patient who had essure (batch no. Cs000z1) inserted for contraception. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, 4 months 7 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: patient has no symptoms. Diagnostic results: on (B)(6) 2018: fluoroscopy imaging with contrast:showing a wire on the right side, but none is showing on the left side. On an unspecified date, patient had CT scan of abdomen and pelvis, there was no evidence of left essure implant excepting the right one which was inside the right tube in proper location. Most recent follow-up information incorporated above includes: on 6-aug-2018: case was upgraded due to seriousness criteria. Event device expulsion was updated to device dislocation. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of device dislocation ("showing a wire on the right side, but none is showing on the left side/ there was no evidence of essure device in the left tube") in a 40-year-old female patient who had essure (batch no. Cs000z1) inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, 4 months 7 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation was resolving. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: patient has no symptoms. Diagnostic results: on (B)(6) 2018: fluoroscopy imaging with contrast: showing a wire on the right side, but none is showing on the left side. On an unspecified date, patient had CT scan of abdomen and pelvis, there was no evidence of left essure implant excepting the right one which was inside the right tube in proper location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.